Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external and internal visual inspection was performed and passed. The receiver data log was downloaded and reviewed; however, no issues related to the customer's complaint were observed in the course of the log review. Global receiver functional test was performed and it passed. A manual receiver functional "try it" test was performed in vibration mode and it passed. The vibrator motor internal resistance was measured and it was found to be within specification. The reported event of no vibration was not confirmed. A root cause could not be determined.